Event description:
It was reported that the patient experienced cannula site leakage on (B)(6) 2026 associated with redness at the abdomen insertion site and high blood glucose lasting one to two hours treated with insulin via pump.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6) name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.